Event description:
It was reported that the device alarm had error codes/messages and channel error 570.6500. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, device return to manuf. Device eval by manufacturer?, a13 - communication or transmission problem (2896), a040502 - corroded (1131), g02013 - ic (integrated circuit) chip, g02017 - electrical port, b14 - analysis of production records, b01 - testing of actual/suspected device, c0201 - electrical/electronic component problem identified, c0601 - degradation problem identified, d01 - cause traced to device design, d02 - cause traced to component failure. Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device alarm had error codes/messages and channel error 570.6500. There was no patient involvement.